Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 400 mg/dl, cause was unknown. A manual injection was used to address high bg. Recommendation was made to consult with healthcare provider regarding diabetes management.